Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was advised to call back if any malfunction code appeared again. The customer acknowledged and understood the instructions.